Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the following issue with the variax 3.5mm cortical screw occurred. "The screw was inserted routinely into a clavicle plate. As it was screwed down to the plate, the screw head delaminated and the screw went right through the plate. It was reported that according to the user, no excess torque or angle was applied. It was reported that the user confirmed the correct 3.7mm drill bit was used during the procedure.

Manufacturer narrative:
The reported event that bone screw variax full thread 3.5mm / l16mm was alleged of 'poor fixation' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by over-torquing the screw. When too much torque is applied during screw insertion, it can happen that the screw goes through the plate. The visual and microscopic inspection revealed marks of usage on the shaft and on head threads of the screw. Especially the proximal thread of the screw head is plastically damaged around, likely due to over-torque, when going through the plate. The damages found are typical when the surgeon is over-tightening the screw; the screw can go through the plate and the interface between the plate and the screw can deformed and damage the proximal thread of the screw head. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the following issue with the variax 3.5mm cortical screw occurred. "The screw was inserted routinely into a clavicle plate. As it was screwed down to the plate, the screw head delaminated and the screw went right through the plate. It was reported that according to the user, no excess torque or angle was applied. It was reported that the user confirmed the correct 3.7mm drill bit was used during the procedure.